Event description:
Center administration reports one incident of a blood leak with a ca-hp 210 dialyzer. The incident occurred just as the registered nurse (rn) was "bleeding the pt on" to the dialyzer. Rn reported that the leak was not at the luer connection but from somewhere in the venous header. This was the first use of the dialyzer. This center does not reuse dialyzers. There is no pt injury or medical intervention associated with this incident. The estimated blood loss is 100cc. Treatment resumed with new disposables and completed without incident.